Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR date and exp date cannot be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, when the physician threw the mesh leg through the sacrospinous ligament, the bullet detached from the suture and lodged inside the pt. The physician left the bullet inside the pt and completed the procedure with this device. The pt's condition is reportedly "fine" post-procedure.